Manufacturer narrative:
UDI (B)(4) the investigation is underway.

Event description:
As reported by an edwards field clinical specialist regarding a 23mm sapien 3 valve in the native aortic position via transfemoral approach, there were issues inserting the 14f esheath sheath into the patient. At the common iliac artery, resistance occurred as the delivery system was advanced through the sheath. All devices were removed and an iliac dissection was found. A covered stent was implanted. The access site was switched to the other groin. Another delivery system, valve and a 16f esheath were used to complete the procedure. Patient was alive at the end of the procedure.

Manufacturer narrative:
The device was not returned for evaluation. Patient imagery was provided and the following observations were made: patient vessel with calcification in the common iliac and access vessel minimum lumen diameters were smaller than the recommended 5.5mm. As the reported event does not allege a malfunction related to an edwards manufacturing deficiency, and no manufacturing deficiency was identified, a DHR is not required. As the complaint was unable to be confirmed and there is no evidence to support the failure is related to a design/manufacturing non-conformance, a lot history review is not required. As the reported events for insertion difficulty  and resistance with delivery system were unable to be confirmed, a complaint history review is not required. Instructions for use (IFU) esheath with sapien 3 IFU, us, commander delivery system with esheath preparation training manual, and commander delivery system with esheath procedural training manual were reviewed for device preparation and use instructions related to the reported event. Precautions : caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported insertion difficulty ¿ in patient and resistance with delivery system were unable to be confirmed due to no imagery/returned device provided. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of IFU/training materials revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the 3mensio report, the patient¿s access vessels displayed calcification within the common iliac where the resistance was stated to have occurred. Calcification can prevent full sheath expansion during delivery system advancement resulting in high push forces. Review of 3mensio imagery shows access vessels that were below the recommended mld for both sides of the vasculature per IFU (recommended mld for use with 14fr sheath is 5.5mm). This may have contributed to sheath insertion difficulty. As such, available information suggests that patient factors (calcification/undersized access vessel mld) contributed to the reported event. In this case, an iliac artery dissection occurred and was possibly due to procedural factors (device manipulation) and/or calcification of the access vessel that may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Reference CAPA-20-00141.